Manufacturer narrative:
(B)(4). The following information was received from baxter india in response to the physicians' statement "peritonitis was related to dianeal therapy." "The case was in reference to the episodes of peritonitis at st. John?s bangalore where many patients were infected with peritonitis during the same time. The treating physician had suspected the infections were related to a baxter drug as a means of a conservative approach to rule out any possibilities of relatedness. No further information was available." The root cause of the reported condition of peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Action taken with dianeal therapy was not reported. On an unreported date in 2011, remedial therapy began with fortum (1g, intravenous) and vancomycin (1gm, intravenous). The event of peritonitis was considered unresolved and there was a plan to remove the patient's catheter. The nurse stated that the event of peritonitis was related to dianeal therapy. Baxter is attempting to obtain additional information from baxter (B)(6) related to this event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be submitted if additional information becomes available.